Event description:
New information notes that the patient underwent vt ablation procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced syncopy due to inadequate atp therapy during a vt episode. The first atp therapy was unable to break the vt, but the 2nd therapy was able to. Programming changes were made. The device remains implanted. The patient was in stable condition afterwards.